Event description:
It was reported that a left wrist plate was explanted due to a ruptured tendon. The fracture for which it was implanted had fully healed so no revision was necessary. The plate was cut to facilitate the removal of a screw, which broke and was subsequently left in the patient. The difficulty in removing the plate extended the procedure by one and a half hours. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additional information: patient ID - case #: (B)(6). Implant date was reported as approximately 12 years prior to date of explant. Placeholder.

Manufacturer narrative:
Placeholder.